Manufacturer narrative:
The customer found that two pins fell out of the detent area. He noticed the pins were bent. He ordered parts and will replace in order to resolve the issue.

Event description:
Info received indicated the brake casters would not hold when the brakes were set.